Event description:
The customer reported that a pt death occurred, and they were seeking assistance with the retrieval of data for review.

Manufacturer narrative:
The customer stated that the device was not considered to be a factor in the incident, and that the monitor was operating properly. The customer requested assistance with the retrieval of data for review. Philips is in the process of obtaining additional info regarding this incident, and the complaint is still under investigation. A final report will be submitted once the investigation is completed.